Event description:
It was reported that the customer was hospitalized for four days for low blood glucose levels. Customer has hypotension, sepsis, and a urinary tract infection.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.